Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) after on-site inspection revealed the fault. After powering on, the error message "negative pressure too low" was reported. Testing in maintenance mode failed due to excessive leakage, preventing the completion of relevant data tests. The equipment has been used for nearly 32,000 hours. The customer reported that the maintenance kit had not been replaced for a long time. Preliminary judgment is that the malfunction is caused by the aging of the maintenance kit. A quote has been provided to the customer, but the customer needs to discuss repair matters and has temporarily refused to replace the spare parts. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limit e1(event site name) is as follow- (B)(6) hospital, e1(telephone) (B)(6), e1(event site address) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) cs100 displayed an error message "negative pressure too low" while preparing for use on the patient. There was no patient involvement.